Event description:
Site indicated bone fracture-femoral, definitely related to device.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer and the valid lot code for the reported device was not provided. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.